Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician tested model lap top ventilator 1150. Unit passed all testing and met all carefusion manufacturer specifications. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported a baby passed away while taking a nap. The mother did not have the baby connected to model lap top ventilator 1150 at time of the reported event. The mother found the baby with the tracheal tube dislodged. The ventilator was not turned on until the mother found the baby with the tracheal tube out, she then attempted to hook the ventilator up at that time. The customer confirmed there are no allegations of ventilator malfunction.